Event description:
It was reported that patient had dynesys implanted 4 weeks ago. Post op x-rays found the left l4 pedicle screw was protruding into the spinal canal. The implants were being removed in '08. During the removal, the durra was torn. At this point, the sales rep was asked to leave the or.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete from 3500a. This report will be amended when our investigation is complete.